Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had damaged comb. The event occurred during set up. There was no harm or delay reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired three times, the last repair being for a damaged comb on 19 june 2018. The reported event was confirmed by the service technician who evaluated the device and performed the repair. On (B)(6) 2018, it was reported from (B)(6) hospital that a skin graft mesher had a bent comb. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 1 november 2018 noted that the comb was bent on the right end of the device and speculated that it was due to the cutter being removed the incorrect way. The roller and the roller gear were also found to have been damaged. None of the testing could be performed due to the damage on the device. Repair of the device occurred the same day and involve replacing the damaged component and then recalibrating the mesher. The device was then verified to be functioning as intended and returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was damaged and speculated that it was due to the cutter being removed incorrectly, it cannot be determined from the information provided as to how the comb actually became bent. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.